Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stereotactic guided vacuum assisted breast biopsy through normal density tissue using the encor probe. During the procedure, the probe showed a vacuum error even though all consumables were tightly sealed, and a clicking sound was heard from the encor driver. Additionally, it was reported that the patient developed a hematoma, and the bleeding could not be stopped. The current status of the patient is unknown.